Event description:
A male underwent aaa repair in 2008. The patient's anatomical form was considered suitable for endovascular repair. The procedure was conducted as labeled. When the ipsilateral iliac leg graft was placed, there was a significant hemorrhage when the grey positioner was removed (prior to ballooning). Total hemorrhage was 290ml. The physician inserted a balloon and a catheter in the hemostatic valve of the ipsilateral delivery system. Patient is recovering.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Action has been taken in an effort to reduce the occurrence, and/or minimize the likely severity in the event of a valve leaking, of this failure mode in another country. Training took place at every eligible site in another country, and concluded in 2008. The potential exists with this design. Through training implemented, the risk has been reduced and deemed acceptable at this time with no further action required for product in house or in the field. No product was received to assist in the investigation. However, we have noticed the appropriate individuals and we will continue to monitor for similar events.